Event description:
It was reported that there was an apparent lead fracture. There was noise with inappropriate shocks, loss of capture, and impedance increased to greater than 4000 ohms. The lead was explanted. No patient complications have been reported as a result of this event.